Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Additional information was received that the patient is also alleging headaches, upper respiratory tract infection, cough, and chest pressure while using the device. Patient also alleged visualization of black debris in the air path, tube, and mask. Patient alleged that they were rushed to the hospital. This has made this report an adverse event allegation. Please see sections b, g, and h for this updated information.

Manufacturer narrative:
In the previous report the case was updated for "serious injury" but in this report as per pms decision it is now updated to "product problem." B5 verbiage: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no harm or injury reported. The patient alleged difficulty breathing, headache, nausea, mark on nose, nasal/throat irritation or soreness, upper respiratory tract irritation, cough, thoracic pressure, and sinus infection. Additionally, the patient stated they went to the hospital but did not provide additional information regarding the hospital visit. At this time no medical intervention is reported. 2) in this report box-b is reported as "product problem" along with codes for "patient outcome code grid" and "health impact grid" are also updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient is experiencing difficulty breathing while using the device. Patient also alleged the device is noisy. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.